Event description:
It was reported that the programmer kept rebooting. The programmer was changed out and returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer kept rebooting. The programmer was changed out and returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067l radiofrequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer kept rebooting. The programmer did power up to a bsod 8e error, and the software was reloaded and the hard drive reconfigured. Analysis also found that the right keyboard hinge was broken and therefore it was replaced. (B)(4).